Manufacturer narrative:
Device evaluated by the manufacturer: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically and visually inspected. Inspection of the device revealed that the shaft was kinked 6.5cm proximal of the tip. The hypotube at this location was broken. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and break. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing check saline supply error to display on the console with the device not able to prime causing the boot to fill with fluid. Product analysis confirmed the reported event, as the shaft was kinked causing the hypotube to break and the device not to prime and boot to fill with fluid.

Event description:
Reportable based on device analysis completed on 27apr2020. It was reported that a boot leak occurred. An angiojet solent dista thrombectomy catheter was selected for use. During the procedure, while priming, a leak was noted on the bulb in the pump bag. The procedure was completed with a different device. No patient complications reported. However, returned device analysis revealed that the hypotube was broken 6.5 cm proximal of the tip.